Manufacturer narrative:
One level 1 hotline blood and fluid warmer was received with a worn enclosure and tank cover. The tank cover was cracked, there was a damaged plate clip and pole clamp as well as a faded line cord. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported issue was able to be confirmed. All alarms were triggered but there was no sound confirming the reported issue. The issue was caused by a bad speaker on the printed circuit board (pcb). The pcb will be replaced to resolve the issue.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer has no audible alarm. No adverse effects were reported.